Manufacturer narrative:
Concomitant products: patient medications include aspirin, benzonatate, brovana, crestor, flomax, glucophage, prilosec, slow fe, tricor, budesonide, and metoprolol. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, and reoperation.

Event description:
On (B)(6) 2010, the patient was implanted with a gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. Prior to the procedure, the patient underwent a left common carotid-to-left subclavian artery bypass. Between (B)(6) 2014, periodic follow-up computed tomography scans revealed a proximal type I endoleak and an indeterminate endoleak. During this time, the aneurysm had reportedly enlarged from 5 cm to 6.7 cm. The cause of the endoleak(s) is not known. On (B)(6) 2015, the patient underwent a re-intervention procedure whereby an additional tag® device was implanted proximally to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.